Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that when the patient presented for a follow-up in clinic, an alert for charge time limit reached and inappropriate shocks for atrial fibrillation were observed. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable following explant.

Manufacturer narrative:
The device was returned for investigation. Premature battery depletion was not confirmed in the lab. Review of the device image revealed that the device had delivered multiple hv shocks, based on the programmed settings, and resulted in capacitor charge timeouts and sudden drop in battery voltage. A longevity calculation was performed and revealed normal battery depletion based on the device usage and programmed settings. No anomalies were detected.